Manufacturer narrative:
This report is submitted on january 6, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a staph infection at the implant site. This report is submitted on october 27, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 14, 2022.